Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to another coaguchek xs meter with an unknown serial number. The first result from the first coaguchek xs meter was 2.4 inr. The second result from the meter was 1.3 inr. The third result from the meter was 1.1 inr. The result from the second coaguchek xs meter was 1.0 inr. The time interval after each test was about ten minutes. The therapeutic range was not provided.

Manufacturer narrative:
The test strips were provided for investigation where they were tested using retention controls. Testing results: qc 1: 3.7 inr. Qc 2: 4.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d4, d9 and h3 have been updated.